Manufacturer narrative:
Additional reports will be made for the other patients with lava ultimate crowns in this practice who required root canal treatment. Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report numbers 9611385-2015-00055 and 9611385-2015-00056, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative crowns required root canal treatment. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) female patient who received a lava ultimate cad/cam restorative for cerec crown on tooth #3 secured with 3m espe scotchbond universal adhesive and 3m espe relyx ultimate adhesive resin cement on (B)(6) 2013. The patient experienced pain upon biting and to temperature (onset date of symptoms was not provided) and on (B)(6) 2013, a root canal was performed. The patient is currently reported to be asymptomatic.